Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer declined to troubleshoot. Customer¿s blood glucose level was in the range of 100 mg/dl.